Manufacturer narrative:
Additional info: a4, a5b, b7, d8, e1 (facility name, street, city, region, postal code), h6 (imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes, imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced inflammation, hematoma, recurrence, numbness, spot of skin has died, stinging sensation inside of thing, skin becomes tender after getting out of shower, right inguinodynia and chronic groin pain. Post-operative patient treatment included medication, revision surgery, injection therapy and excision of the right ilioinguinal nerve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced right inguinodynia and chronic groin pain. Post-operative patient treatment included injection therapy and excision of the right ilioinguinal nerve.